Event description:
It was reported that during the implantation procedure, after the first shock of induction testing, atp and shocks were found to be programmed off. It was reported that both were programmed on at the beginning of the case. The device was implanted and operated normally.

Manufacturer narrative:
Device: shocks and atp were found programmed off following a shock at implant. Method: since the device was implanted and not returned for analysis, the files from the programmer that was used were reviewed. Results: the files showed that the programmer and ICD operated as intended and as specified. Conclusion: the analysis concluded that this event was user error. The log and expert files showed that these events took place on the day of the incident: the user created several such preprogrammed settings for the tachy screen, each of which had "enable atp" and "enable shock" set to off. The user selected the on setting for "enable atp" and "enable shock" in the tachy screen and pressed the program button, which sends all parameter settings to the implant. The user performed induction testing. Back in the tachy screen, the user selected a preprogrammed setting, created earlier, with "enable atp" and "enable shock" set to off. Now, in the brady screen, the user changed the basic rate, and pressed the program button. This sent all parameter settings to the implant, including the preprogrammed setting on the tachy screen, which had "enable atp" and "enable shock" set to off. As explained above, the programmer displayed a message in the screen header indicating that these functions were set to off. The user set "enable atp" and "enable shock" to on before leaving the programming session. If the user had not done this, the programmer would have displayed a warning message indicating that these functions were set to off, as explained above. Consequently, the programmer and ICD operated as intended and as specified.